Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of scope moving around inside the port, and the image being lost and came back was not confirmed. The allegation of output socket being loose was confirmed, due to a worn out socket slide switch causing intermittent use of high intensity mode. In addition, the front panel mouth was damaged, the front panel chassis and bottom chassis were rusted, the top cover was rusted, the lamp door had corrosion, the tank holder was bent, the rear panel was rusted, the scope socket had corrosion and dust, there was a non-olympus lamp, the air pump tubing had corrosion inside, the lamp life meter was reading over 500+ hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii xenon light source output socket was loose. Also, the scope was moving around inside the port, and the image is lost and comes back. The events occurred during an unspecified procedure. There was no report of patient harm.